Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (2009), ela is filing this MDR at this time. Conclusion: the absence of output and telemetry observed on the returned unit (device returned more than 6 months after explant) resulted from damages of the protective components (including the protective diodes), which induced and overconsumption. The difficulties to interrogate and reprogram the device in 2008 could be explained by partial damages on the internal circuits provoked by the external shocks; at that time, the battery was not completely depleted and therefore communication was still possible. These damages most likely resulted from the external defibrillation shock. The symphony devices are implantable cardiac pacemakers, intended to treat bradycardia; they are not intended to treat arrhythmias, such as a ventricular fibrillation.

Event description:
After a cardioversion shock was delivered to reduce an atrial fibrillation, the interrogation of the involved pacemaker could not be always completed. Re-programming was also difficult and the device was found in standby mode over that period. In addition, pacing and sensing intervals were inadequate.